Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue comes up again.